Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as clarification only was requested. Additional information was requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "first shapematch case in (B)(4) with dr. (B)(6) had to re cut the proximal tibia cut, which resulted in the use of item (B)(4). Reps was instructed that the pin holes would match those of the shapematch blocks provided from otismed. Upon use the pins didn't match. Extramedullary cutting guide was used to proceed. After case, rep stated above contacted w.c. About this discrepancy. Later it was found that there are two different proximal tibial cutting guides residing with the same catalog number."